Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device does not show an image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d10, g1, h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. It was discovered the black mini video converter did not have power connected. Once power was connected to the black magic mini video converter box, an image displayed on the monitor, but showed 2 screens instead of just one. It was discovered pip was also activated so we pressed the pip (picture in picture) button on the monitor disabled pip and successfully brought back a normal image. All issues were resolved. The device was not returned to olympus for evaluation. The reported failure was confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.